Event description:
Customer emailed explaining that their ius was dislodged when using their menstrual cup last year. Saalt replied requesting additional information about customer's removal technique, whether they had spoken to a doctor about using an iud, which cup they used, and how many cycles they had used their saalt cup with their iud before it was dislodged. The customer indicated this was not their first time using a menstrual cup, and their iud strings were not cut short. The customer did not speak with their medical provider about using a cup while having an iud. The cup had been inserted for 5 hours and the customer was able to pinch the base of the cup before removal. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud."